Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. It has been over 7 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The b30 error was not reproduced by inspection of clv-190. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported b30 communication error. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii xenon light source had a b30 communication error. There was no harm or user injury reported due to the event.